Event description:
Dealer alleged that the sieve beds were saturated. Per independent repair statement the unit was alarming or red light. Key failure was the sieve beds were saturated. Additional malfunctions were the check valve was defective, the pe valve had a worn poppet, and the tie wraps and hose clamps were leaking.